Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms in triad. The vector breakdown was rv-can = 88 ohms and rv-right atrial (ra) = >200 ohms. Technical services (ts) recommended programming rv-can configuration, performing defibrillation threshold (dft) testing, and testing the lead with a 41j commanded shock. Continued remote monitoring was also encouraged. This ICD and rv lead remain in service.